Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The tip of the cannula was also observed to be fractured. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the cannula fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The likely root cause of the fracture near the tip is likely due to lipid exposure, which could cause the part to be more prone to fractures. The probability and criticality of harm resulting from these failure modes have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process enhancements intended to further minimize the potential for these types of incidents to occur.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Laparoscopic duodenal switch - "dr.(B)(6), chief of surgery at (B)(6) hospital, was towards the end of his lap duodenal switch and used an instrument (grasper) through a ctr71 port as bhe normally would and the bottom third of the cannula broke clean off. The patient was not harmed and the broken portion of the cannula was retrieved and is being sent with the top portion of the cannula. Both portions of cannula have been cleaned by spd and need to be sent in. " type of intervention - "no patient injury occurred associated with the complaint. The broken portion of the cannula was retrieved" patient status - "no complications."